Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), the valve was loaded correctly and the implant was performed correctly. The valve was successfully deployed and the delivery catheter system (dcs) was safely withdrawn from the ventricle post deployment. The valve position was checked and found to be accurate. The dcs was withdrawn into the descending aorta. A repeat x-ray of the valve showed that the valve had dislodged from the native annulus. A second transcatheter aortic valve (B)(6) was prepared and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0012294188); product type: delivery catheter system (dcs)  product ID l-evprop23-29 (lot: 0012245474); product type: compression loading system (cls).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: nine fluoroscopic cine loops of the fluoroscopy check and implant procedure were provided for review. A patient summary was provided for anatomical review. Because the valve was positioned too high on the non-coronary cusp (ncc) side during the first implant attempt, a second attempt was made. During this attempt the valve frame appeared very deep on the ncc side. Then, during the final deployment steps the valve¿s implant depth on the ncc side suddenly appears shallow but nearly unchanged on the left coronary cusp (lcc) side. The capsule position noticeably changes from the outer to the inner curve of the ascending aorta. This in combination with the changed ncc and unchanged lcc-depth, indicates pull on the delivery catheter system (dcs). A valve dislodged into the ascending aorta is seen. All implant attempts were executed in left anterior oblique (lao) projection. The patient summary shows that the left ventricular outflow tract (lvot) perimeter is smaller than the annulus perimeter (funnel shaped) and the geometry of both is elliptical. Valve dislodgement can be caused by various factors. One contributing factor in this case may have been the execution of the implant in lao projection only. It makes a reliable valve ncc implant depth assessment impossible. The shallow ncc final implant depth might even have been too high to anchor the valve. Additionally, with a deeper final lcc-implant depth the valve appeared canted which might have also facilitated the valve wanting to move upwards on the ncc side; especially in combination with the funnel-shaped and elliptical annulus vs. Lvot configuration. A likely contributor to this valve dislodgement might have been the pull on the delivery catheter system (dcs) that appears to be visible in the cine-loops just before final deployment. However, since the final valve deployment was not recorded and with the information provided, the definitive root cause for the valve dislodgement cannot be determined. After the first valve was snared into the ascending aorta, a second valve was implanted successfully, and no further adverse patient effects were reported. Updated data: h6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus dcs product ID d-evprop23-29 lot 0012294188 use by date 2026-05-30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.